Event description:
Orthopedic hand surgeon stated when he took the scope out and put it back into the patient's wrist, he could not see very well. Scope was sent out for evaluation and repair. Facility biomed examined the scope and noted that the tiny glass/clear cover that goes over the lens was missing. Md notified. Md determined the piece is so small it would not be able to be located/noted on x-ray and more than likely would have been washed out of the patient during the copious irrigation that took place in the procedure. Plus there have been no complaints of pain/issues from patient. Md to continue to follow up with patient. Disclosure done with patient.